Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. While steering down to the mitral valve, an object was attached around the distal end of the delivery catheter (dc) shaft. After withdrawing the clip delivery system (cds), the object migrated to the distal tip of the steerable guide catheter. The object was aspirated using a pigtail catheter, and it disappeared in the left atrium. The procedure continued and one clip was implanted. The mr was reduced to grade <1. Per the physician, there is a possibility that tissue from the right atrium was dragged along to the left atrium, but this cannot be confirmed. It is unknown if the object was thrombus or tissue. There were no adverse patient sequelae.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, causes for the reported thrombus and tissue injury could not be determined. The reported patient effects of thrombosis/thrombus and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.